Event description:
A power-on-reset (por) condition was reported. The por message and a picture of a physician and receiver were displayed on the patient programmer. There were no further possibilities to connect the neurostimulator, thus the patient was not receiving therapy. An appointment with the patient was required to more closely investigate the error message. It was unclear if that appointment had already taken place. It was reported that there was no patient injury.

Event description:
Additional information received reported the error code that accompanied the por condition was 0x400 (parity error) and the issue was resolved by using the clinician programmer. There was no data loss. It was noted that the patient had not been subjected to any external factors that might afftect the implantable neurostimulator and the problem appeared without any obvious explanation. The patient was not able to use therapy during this time and thus experienced increased pain. After the issue was resolved the patient was doing well and was receiving effective therapy.